Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07515. It was reported the patient wanted the scs system explanted, and the stimulation was causing more discomfort than it was helping. The physician planned to undertake surgical intervention at a future date. Reference MFR report: 1627487-2013-13525 regarding the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.